Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely, due to a defective pressure sensor circuit board (cr board). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high flow insufflation unit turned off a few times during an unspecified procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the front panel turned off with an alarm sound shortly after use. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device evaluation found that the alarm sounded shortly after use, and the front panel turned off with the alarm sound due to a defective printed circuit board. There were no traces of visible damage. It is possible that the defect was caused by normal wear and tear. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.